Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device out of box failure and it did not have latest software 1.6. The results of the investigation found that the downstream occlusion (dso) seal was buckling. There was no patient involvement.